Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down, and ok buttons are intermittently unresponsive in addition to being intermittently hyperresponsive. Buttons on the keypad require multiple hard presses to elicit a response. In addition, buttons are hyperresponsive at other times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact with worn symbols. The pump powered up with the appropriate audible and vibratory functions. The ¿ok¿ and ¿down¿ buttons responded intermittently and removal of the keypad cover found contamination under the contrast, ¿down¿ and ¿ok¿ button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored. Replacing the pump display with a test screen corrected the variance in color and contrast.